Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by oversensing of noise artifact from the left ventricular assist device. The device was not programmed. The patient was in stable condition.